Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Voluntary report received (mw5177769). On (B)(6) 2007, the patient underwent a right total hip metal on metal arthroplasty. It was then revised on (B)(6) 2022, due to a combination of hip joint infection and severe metal debris necessitating a long-term antibiotic therapy. The patient also suffered femoral nerve damage, resulting in ongoing neuropathy characterized by numbness, tingling, and burning sensations in the legs and feet. Furthermore, the patient developed extensive bilateral heterotopic ossification and persistent pain. Doi: (B)(6) 2007. Dor: (B)(6) 2022. Affected side: right hip. Patient had the left hip revised on (B)(6) 2025. Initial bilateral pinnacle implants were implanted. (B)(4) are related (B)(4) was created to capture right hip revised in 2022. (B)(4) was created to capture left hip revised (B)(6) 2025.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.